Event description:
Pt was a diabetic who was on insulin pump. They were staying alone in their condominium. They were found dead. They were said to have previously complained about the batteries not working properly. The pump was sent by the consumer to the manufacturer for analysis after the pt's death.